Event description:
It was reported that the right atrial lead exhibited high impedance and no capture, due to a fracture. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.